Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt did not feel stimulation for a period of time and the programmer was unable to communicate with the device. It was reported that the ipg battery had not been charged in over five months. The pt is being scheduled for ipg replacement. No pt complications were reported as a result of this event. No further info is available at this time.